Event description:
A competitor reported that there was low impedance, varying thresholds, and poor sensing. It was also noted that during temporary programming, there was loss of capture after several beats. The lead had been in unipolar for about two years. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.